Event description:
The needle did not insert into my thigh and was bent. I tried the second injector and the same thing happened. [Needle issue] no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of needle issue and no adverse event in a patient (age, gender and race not reported) from the united states. The patient's age at the time of experience was not reported. On 13-feb-2024, amneal pharmaceuticals received information from the patient via an email concerning above-mentioned event experienced while on amneal's twinject (epinephrine auto-injector). On (B)(6) 2024, the patient was using epinephrine injection usp (auto-injector) 0.3 mg (lot: g230911x, exp date: may-2025, s/n (B)(6), gtin- 00301151694491) via intramuscular route for allergic reaction. Current condition included allergic reaction. Co-suspect medication, concomitant medication, medical history, history of procedures/ surgeries, history of allergies, history of smoking, alcohol consumption and recreational drug use were not reported. Laboratory tests were not reported. On an unknown date, the patient received auto-injector from the pharmacy. The patient had to use amneal¿s epinephrine injection, auto-injector on monday, 12-feb-2024 for an allergic reaction. The patient tried the first injector, and the needle did not insert into the patient¿s thigh and was bent. The patient tried the second injector and the same thing happened. The patient had to call 911 for ems to take the patient to the hospital and they gave the patient an epi injection in the ambulance. The patient showed the injectors to the hospital staff, and they said it was defective. The patient¿s complaint was, it¿s a lifesaving device and maybe this was once in a lifetime mishap but please make sure that your injectors are in proper working order. Last action taken with epinephrine in relation to needle issue and no adverse event was not applicable. De challenge and re-challenge were not applicable. The outcome of needle issue and no adverse event were unknown. The reporter did not assess the causality of events needle issue and no adverse event to epinephrine. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#1) information received on 29-feb-2024. New information received includes qa investigation report, attached with this case. On 13 feb 2024, amneal product complaints received a product complaint notification for epinephrine auto-injector 0.3 mg, lot g230911x, ¿"needle did not insert into my thigh and was bent (2 devices)¿. The investigation complaint sub-type based on the complaint information was determined to be for ¿defective injector and bent needle¿. The cmo pfizer investigation was not warranted as the complaint was related to the assembly and packaging of the device at phillips. An investigation was performed by phillips for the subject lot. After review of the manufacturing controls in place, pmm does not see a correlation between technical complaint comp_2024_0385 and the manufacturing process at pmm. All in-process inspections and qa release samples testing met acceptable criteria, there were no deviations or discrepancies found during the assembly of this lot that could have led to the defect reported by the customer. The lot met all acceptance criteria before release and distribution. There have been no other complaints reported for lot g230911x for the past 24 months. There have been 39 other, similar complaints reported in the complaint category ¿defective injector¿ in the past 24 months. None of the 39 similar complaints were attributable to the manufacturing process. Note complaints are assigned the sub-type of defective injector when detail surrounding the event lack details to determine a more specific complaint sub-type. There have been 8 other, similar complaints reported for the complaint category ¿bent needle¿ in the past 24 months. None of the 8 similar complaints were attributable to the manufacturing process. Based on the retain review and testing, the reported complaint of was not confirmed. A review of the pfmea was completed to confirm if the failure modes are captured within the current assembly process. The complaint sample was not returned for evaluation as such could not be confirmed. The reporter provided two (2) photos of the 2-pack carton. There were no photos provided of the subject complaint sample epinephrine auto-injector. Hence the complaint could not be confirmed. Controls are in-place to assure needles do not exceed an angle of 2 degrees from straight. The device is designed such that the needle remains unexposed (within the nose cap) until after administration of the dose. Post-administration, the needle protrudes from the red nose cap when removed from the patient¿s thigh. If not removed from the thigh properly (pulled straight out), then there is a potential for the needle to bend. The approved instructions for use state, ¿place the red tip against the middle of the outer thigh (upper leg) at a 90-degree angle (perpendicular) to the thigh. Press down hard and hold firmly against the thigh for approximately 10 seconds to deliver the medicine. Only inject into the middle of outer thigh. Do not inject into any other part of the body. Remove epinephrine injection from the thigh.¿ as part of post marketing requirements (pmr-3479-1), a total of 325 devices were tested during dose reliability testing for pmr 3479-01. Bent needles were not seen when the insertion and removal angles were kept the same. Needle angles were primarily influenced by rotation of an activated device prior to removal. This finding indicates that the most likely causal factor for reported bent needle complaints is not attributed to the manufacturing process but rather due to the handling by end users. Adequate controls are in place to prevent the potential of bent needle defects being generated and going undetected in the manufacturing process. As there was a lack of details for the reported complaint and the complaint sample was not returned a root cause related to user error could not be determined. The investigation associated with epinephrine injection usp auto-injector 0.3 mg, lot g230911x for the complaint category ¿defective injector; bent needle, confirmed that the autoinjectors were manufactured in accordance with approved batch records and met specification for release. The evaluation of the retain samples conformed and met specification. The complaint sample was not returned for evaluation, as such the complaint could not be confirmed. There were no issues related to the manufacturing or assembly process that were determined to be attributed to the reported complaint. Last action taken with epinephrine in relation to needle issue and no adverse event was not applicable. De challenge and re-challenge were not applicable. The outcome of needle issue and no adverse event were unknown. The reporter did not assess the causality of events needle issue and no adverse event to epinephrine. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.

Event description:
The needle did not insert into my thigh and was bent. I tried the second injector and the same thing happened. [Needle issue] no adverse event [no adverse event] case narrative: this initial spontaneous report concerns of needle issue and no adverse event in a patient (age, gender and race not reported) from the united states. The patient's age at the time of experience was not reported. On 13-feb-2024, amneal pharmaceuticals received information from the patient via an email concerning above-mentioned event experienced while on amneal's twinject (epinephrine auto-injector). On (B)(6) 2024, the patient was using epinephrine injection usp (auto-injector) 0.3 mg (lot: g230911x, exp date: may-2025, s/n (B)(6), gtin- 00301151694491) via intramuscular route for allergic reaction. Current condition included allergic reaction. Co-suspect medication, concomitant medication, medical history, history of procedures/ surgeries, history of allergies, history of smoking, alcohol consumption and recreational drug use were not reported. Laboratory tests were not reported. On an unknown date, the patient received auto-injector from the pharmacy. The patient had to use amneal¿s epinephrine injection, auto-injector on monday, (B)(6) 2024 for an allergic reaction. The patient tried the first injector, and the needle did not insert into the patient¿s thigh and was bent. The patient tried the second injector and the same thing happened. The patient had to call 911 for ems to take the patient to the hospital and they gave the patient an epi injection in the ambulance. The patient showed the injectors to the hospital staff, and they said it was defective. The patient¿s complaint was, it¿s a lifesaving device and maybe this was once in a lifetime mishap but please make sure that your injectors are in proper working order. Last action taken with epinephrine in relation to needle issue and no adverse event was not applicable. De challenge and re-challenge were not applicable. The outcome of needle issue and no adverse event were unknown. The reporter did not assess the causality of events needle issue and no adverse event to epinephrine. This case was considered as serious. The reportability of this case was expedited.